Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert and the battery gauge was noted to be fluctuating which resulted in the pump shutting down. The customer reported that the pump had powered on and the power source alert had not reoccurred after charging the pump. There was no adverse impact to the customer¿s blood glucose level.